Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was not delivering insulin. Customer reverted to manual injections to lower blood glucose level of 372 mg/dl. Customer requested a quick fix, she was advised to change the infusion set to see if that was the issue. Customer stated she did not want to do a set change on her own because she cannot see. Customer called back later that day after disconnecting call because she had to leave. Customer tried to administer five units of insulin using the device and stated she did not get any insulin. Troubleshooting was performed. Customer tried to give a bolus and nothing came out. Customer was unable to hear and stated she would call back. No further information provided.